Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Cause of death was reportedly due to a diabetic coma. Pump upload was requested. Follow up report will be submitted accordingly.